Event description:
Customer called to find out who could help interpret a cqi log. The customer reported an over infusion of primacore. There were other orders written for the pt (no details provided regarding what was ordered) given as a result of the over infusion. The entire system was sequestered but it was uncertain which pump module had the issue. There was no pt harm. Customer stated that no additional event or pt info could be provided.

Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned at this time because they are doing their own internal investigation. Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval. Device MFR date: s/n (B)(4) = 10/2010; s/n (B)(4) = 10/2010; s/n (B)(4) = 03/2011.